Manufacturer narrative:
There is no indication the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched for this event. The fse successfully completed the preventative maintenance (pm). The fse did not identify a hardware malfunction while performing the pm. The system was verified by performing a system check, recalibrating, testing quality control (qc), and completing precision runs. All verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 results cannot be determined with the information provided.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system serial number (B)(4) for eight (8) patients. The samples from seven (7) patients (designated as patients one (1), two (2), and four (4) through eight (8)) were retested using alternate access 2 immunoassay system serial number (B)(4) and lower results, within the laboratory's normal reference range, were obtained. The sample from an additional patient (designated as patient three (3)) was retested using alternate access 2 immunoassay system serial number (B)(4) and a lower result, above the laboratory's normal reference range, was obtained. The customer stated the initial non-reproducible access accutni+3 results from all eight (8) patients were reported out of the laboratory. The customer stated the repeat results obtained from alternate access 2 immunoassay system serial number (B)(4) were reported from the lab as corrective results. The customer stated an unknown number of the patients were admitted to the hospital in association with the non-reproducible access accutni+3 results. Quality control (qc) and system check were performing within assay and instrument specifications before the event. Samples were collected and tested in 3.5 ml lithium heparin plasma tubes with gel separator. Samples were centrifuged for five (5) minutes at 3500 rpm (revolutions per minute) at room temperature. No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer was dispatched to assess the instrument's performance.